Manufacturer narrative:
The product will not be returned for evaluation and therefore, no product malfunction or condition can be determined to have caused the patient's dka and small ketones. The user guide advises customers to treat dka "if ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance." The lot was reviewed and found to have met all qualifications.

Event description:
The customer reported high bgs as follows: (B)(6) 2011 at 4:16 pm - bg 399mg/dl; (B)(6) 2011 at 12:07 am - bg "high," 1:19 am - bg 422mg/dl and 3:18 am - bg 274mg/dl. These high bgs resulted in the customer experiencing dka with small ketones on (B)(6) 2011.